Manufacturer narrative:
A siemens customer service (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced a broken fitting on the sample valve and a broken guide rail on the sample compartment. The cse performed a total service call and ran 30 cup precision testing for the tni-ultra assay. The cse also ran a daily cleaning and calibrated the bubble detector. The cse then ran quality controls, which were within acceptable ranges. The customer did not obtain any more discordant results. The cause of a discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an advia centaur xp instrument, resulting lower. The sample was re-spun and tested on the same instrument, also resulting lower. The corrected result from an advia centaur xp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, falsely elevated tni-ultra result.